Event description:
It was reported that the unit experienced an error message. Further, the unit will not power on.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.